Manufacturer narrative:
Calcification tissue valves, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, may have contributed to this event but the cause is indeterminable.

Event description:
Through follow up edwards learned that 23mm transcatheter valve was implanted inside a disabled 23mm aortic valve via valve-in-valve procedure due to calcification and stenosis. It was learned the patient expired five (5) days after the procedure due to pulmonary infection which was not related to the valve.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without return of the device or additional information the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 23mm transcatheter valve was implanted inside a disabled 23mm aortic valve in the aortic position via valve-in-valve procedure. The implant of the disabled 23mm aortic valve at the time of the valve-in-valve procedure was ten (10) years, five (5) months. The reason for valve-in-valve intervention is unknown. No additional information was provided.